Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the devices paddle is scorched. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+, indicating that the paddle was scorched. Available details indicate that external paddles were scorched due to debris or residue on their surfaces, leading to arcing or sparking during therapy discharge, and both the paddle and paddle tray plate were replaced as a result. Based on the information available, the reported problem was caused by debris or residue, such as electrolytic gel, on the surfaces of the paddles and/or paddle tray, resulting in arcing or sparking during therapy discharge. The reported problem was confirmed. To resolve the issue, both the paddle and paddle tray plate were replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.